Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested the 8mm small horizon clip applier instrument involved with this complaint to be returned for failure analysis. However, as of the date of this report, the customer has refused to return the instrument as they intend to continue using it. A review of the site's complaint history does not show any additional complaints related to this product. No image or video of the last procedure was provided for review. A review of the instrument log for the small horizon clip applier instrument (470401-07/n10210419-0040) associated with this event has been performed. Per logs, the small horizon clip applier (470401-07/n10210419-0040) was last used on 21-sep-2021 on system (B)(4). The instrument had 80 uses remaining after the last procedural use. Based on the information provided at this time, this complaint is being reported based on the customer-reported issue as the small horizon clip applier instrument was not getting applied properly (e.g. The instrument moved in an unexpected way when clipping was attempted). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm small horizon clip applier instrument clip was not getting applied properly and kept moving. The procedure was completed with no reported injury by using a backup instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.